Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flush valve was replaced. The customer contact reported there was no patient information available.

Event description:
The hospital reported the flush valve was stuck open. There was no reported patient injury.